Event description:
Pt developed an infection and was hospitalized. Lifesites were explanted in 02. Pt was scheduled for release from hosp the following day but condition worsened and pt expired on the next day.